Event description:
The customer reported falsely elevated alinity I anti-hbs. The customer provided the following example data: on 4 april, the anti-hbs result was 208 miu/ml. On 1 july the anti-hbs result was negative (fuji rebio cleia method). Tested at another site and the alinity hbs-ab result was 0.78 miu/ml. Additional testing: hbsag was negative (no value provided). Patient¿s background, medical history and vaccine status are all unknown. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending data for the alinity I anti-hbs assay (list number 07p89) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with list number 07p89 and the complaint issue. The overall performance of the alinity I hbs assay was reviewed using field data from customers worldwide. The median patient results across multiple lots fell within +/-3sd of the established baseline, indicating the reagent lots are performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I anti-hbs reagent, lot number unknown.

Event description:
The customer reported falsely elevated alinity I anti-hbs. The customer provided the following example data: on 4 april, the anti-hbs result was 208 miu/ml on 1 july the anti-hbs result was negative (fuji rebio cleia method). Tested at another site and the alinity hbs-ab result was 0.78 miu/ml. Additional testing: hbsag was negative (no value provided). Patient¿s background, medical history and vaccine status are all unknown. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p89-32 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.